Manufacturer narrative:
On 16-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a piece of plastic "string" came out of the carto vizigo® sheath. It was also reported that when removing the octaray¿ catheter from the carto vizigo® sheath, a piece of plastic "string" came out of the carto vizigo® sheath. The carto vizigo® sheath was replaced and the issue was resolved. The procedure continued. There was no patient consequence.

Manufacturer narrative:
On 13-aug-2025, the manufacture date was received and has been populated into field h4. Device manufacture date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a piece of plastic "string" came out of the carto vizigo® sheath. It was also reported that when removing the octaray¿ catheter from the carto vizigo® sheath, a piece of plastic "string" came out of the carto vizigo® sheath. The carto vizigo® sheath was replaced and the issue was resolved. The procedure continued. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and microscopic examination of the returned device was performed following j&j procedures. Visual inspection revealed no anomalies or physical damage on the device. No exposed components were observed. Since the customer reported a piece of plastic "string" came out of the sheath, the shaft and the braided shaft were dissected and inspected from inside. After the internal inspection, no polytetrafluoroethylene (pt-fe) delamination was identified. Additionally, the soft tip was microscopic inspected from inside and scratch marks were identified. A device history record was performed for the finished device batch number, and no internal actions were identified. The scratches observed inside the soft tip could be related to the internal components exposed issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue could be related to an excessive force applied during the insertion of the catheter or dilator through the sheath; however, this cannot be established. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. F additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).